Event description:
It was reported that there were telemetry issues and the implantable neurostimulator (ins) was overdischarged. When an attempt was made to do a normal recharge, an end of service (eos) message was seen followed by a power on reset (por). The reporter stated that the ins might have overdischarged again while an attempt was being made to charge the ins. The reporter was unsure why the patient did not keep the ins charged. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient was being scheduled for a battery replacement.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).